Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) of 62 mg/dl. The ilet reduced and suspended insulin delivery in response, and the user self-treated with glucose tablets. The device provided low glucose alerts. No outside assistance or medical intervention was required. No long-term health effects were reported, and no symptoms were experienced by the user during the event.